Event description:
It was reported by service report that the bed exit is functional, but the nurse's call does not work at the nurse's station. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect dip switch settings due to hospital upgrading the system.